Event description:
Customer reported an altitude alarm 21 from the pump. There was no reported adverse impact to customer's blood glucose level. Customer followed precautions against humidity and condensation and regularly maintained the pump, wearing it against the skin and in a case. Technical support decided to replace the pump, with the customer using mdi as a backup therapy to maintain insulin delivery. They instructed the customer on how to put the pump into storage mode and understood the requirement to return the problematic pump within ten days using a pre-paid label.